Event description:
Pt was revised to address shoulder dislocation.

Manufacturer narrative:
Examination was not possible, as the products were not returned. Depuy states a review of the device history records shows an initial conformance of products. A search of the complaint database found no prior reports for both reported part and lot number combinations. Based on the investigation, the need for corrective action is not indicated. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.